Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/12/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unused insyte autoguard 18ga units in partially opened packages from material number 381944, lot number 7310931. A visual/microscopic evaluation of the returned packages revealed the tops of the blister packs were opened. The key variables that affect seal strength are seal transfer/width and top web glue. Both variables were looked at during the investigation. The returned units provided for evaluation for this incident met the manufacturing specification requirements. In conclusion, where the packages were found partially opened, the process characteristics that directly influence the seal strength (seal transfer and top web glue), measured within specification. The reported issue was confirmed with a root cause of a supplied top web. A device history record review was performed on this lot number. No related quality issues or process deviations were found. A corrective action project, CAPA#48637, was implemented to address the issue of inadequate sealing of packages.

Event description:
It was reported that the paper wrapping came off the bd insyte¿ autoguard¿ shielded IV catheter with wings in the "peel-off area" before use. The following information was provided by the initial reporter, translated from french to english: "the paper wrapping that was supposed to maintain sterility has come off in the peel-off area."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the paper wrapping came off the bd insyte¿ autoguard¿ shielded IV catheter with wings in the "peel-off area" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the paper wrapping that was supposed to maintain sterility has come off in the peel-off area."